Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during initial drain while the patient was connected. The care giver (cg) was calling in as he was not sure what to do as the patient line had been dropped on the floor while it was uncapped. The home patient (hp) was then connected. The cg had waited until the hp started initial drain to call in to baxter. The technical service representative (tsr) advised the cg to press stop, close the transfer set and clamps, cap off the hp, and end therapy. The tsr advised the cg to reset up again with new supplies and to contact the hp's on call registered nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance attempted to contact the home patient on (B)(6) 2012. The receptionist at the nursing home stated that the patient was in the hospital for unknown reasons. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(4) 2012 in order to obtain additional information regarding the home patient's (hp) hospitalization. The pdrn stated that the hp was in the hospital with abnormal lab results (lab values not reported). The pdrn stated that the hp did not have peritonitis at this time and that the hospitalization and abnormal lab results were unrelated to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The problem of use error, breach in aseptic technique was confirmed, based on the care giver's report. However, the root cause could not be determined as it is uncertain why the patient had a breach in aseptic technique. The label review found the labeling adequate for the prevention of the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.